Event description:
Related manufacturer reference number: 2017865-2022-13759. It was reported the patient presented remotely via merlin.net due to a vibration sensation near the pacemaker. Upon review, it was discovered the right ventricular and atrial leads exhibited noise. No changes or interventions were performed; it was elected to monitor the leads. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.